Manufacturer narrative:
Title: a matched cohort comparison of long-term outcomes of roux-en-y gastric bypass (rygb) versus single-anastomosis duodeno-ileostomy with sleeve gastrectomy (sadi-s) source: obesity surgery (2021) 31:1438¿1448 published online: 17 november 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed on a retrospective study compared outcomes of patients undergoing roux-en-y gastric bypass (rygb) and single-anastomosis duodeno-ileostomy with sleeve gastrectomy (sadi-s) from 2012 to 2019. On the rygb procedure, the surgical technique was done by first selecting a site for the pouch along the lesser curvature 5 cm distal to the angle of his and placing a staple line positioned perpendicular to the lesser curve. The pouch was then completed by 2¿4 sequential firings of 45-mm gastrointestinal anastomosis open staplers placed parallel to the lesser curve, with the division ending at the angle of his. The anvil was placed using an oral anvil device. This was then attached to a 150-cm roux limb using a 25-mm end-to-end anastomosis technique. There were 61 patients in each group. Short-term complications were noted of marginal ulcer, anastomotic leak, wound infection and abscess. The anastomotic leak required 30 day readmission and reoperation and emergency room visit. Long-term complications were also noted of small bowel and gastric outlet obstruction, anastomotic stricture, perforated marginal ulcer, intraabdominal and abdominal wall abscess, gastrocutaneous and gastroenteric fistula. There were a total of 60 long-term reinterventions in 24 (39.3%) patients, 46.6% (28/60) were esophagogastroduodenoscopies (egd), 33.3% (20/60) were computed topography scans (cat scan), 16.6% (10/60) were upper gastrointestinal series (ugi), 1.6% (1/60) were manometries, and 1.6% (1/60) were ultrasound scans (usg). 7 patients also required conversion and 3 patients were reversed to normal anatomy.